Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿a surgeon reported that during a cataract extraction with intraocular lens procedure there was a ""holding problem"". The patient experienced a small flap to the descemet¿s membrane. The procedure was completed using an alternate system. The surgeon had completed six (6) surgeries with no problem. This was the seventh case. Descemet¿s membrane tearing/wrinkling is often attributable to surgical procedures, and is usually confined to the incision site. Early in the postoperative period, patients can be asymptomatic, and clinical signs might be difficult to detect. When apparent, descemet¿s membrane tears and detachments may cause decreased vision and corneal edema in the first days or weeks after surgery. Known risk factors that may increase the likelihood of traumatic entry into the anterior chamber include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Instructing patients to avoid eye rubbing or any other type of trauma to the cornea should always be emphasized after intraocular surgery.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 23, 2014. Based on qa assessment and a review of the manufacturing records, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens procedure there was a "holding problem". The patient experienced a small flap to the descemets membrane. The procedure was completed using an alternate system. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.